Event description:
It was reported by the aci regional sales manager that a patient underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained at the mid femoral head via a 6f sheath (unknown model). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site. Following the procedure, the technician, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure. The device was removed and the patient was converted to 15 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged home the same day with no clinical sequela noted.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.